Event description:
Part cam-001 - the camera fell off the wall at the point of the c-clamp connection to the rail, striking a caregiver on her arm and causing temporary pain/tingling that resolved over the next 24 hours. No medical intervention was required.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4) update to section b1,b5, d1, d2, d4. UDI number is not applicable. February 19, 2024 it has been at least 45 days since the customer was informed that the return of the part is necessary for investigation. The part has not been received back. February 28, 2024, customer confirmed "we do have the camera, but at this point it is with all the others that we have removed so I cannot be specific in which one was involved. " per returned completed adverse event questionnaire - the camera fell off the wall at the point of the c-clamp connection to the rail, striking a caregiver on her arm and causing temporary pain/tingling that resolved over the next 24 hours. No medical intervention was required. The caregiver had been assessing the baby and had moved the camera aside. The customer noted - on further exploration of other devices around the unit, they found that many had cracks in the plastic housing around the hinges and several of them were attached with the c-clamp to the rail, but the clamp was not properly seated on the rail. It was unclear if the clamps were installed incorrectly or had loosened/slipped over time. They were not sure, if the c-clamps were part of the original natus device or if they were added by natus or the facility at the time of instillation, but all of the devices have the same clamp style the complaint case is now closed, and will be re-opened if the customer returns the affected device for evaluation. Risk review: per doc-019388 rev c risk analysis for nicview (cam-001/2, arm-001/2 configuration) hazard ID b2, support failure - the arm fails to support camera, falls on the patient / unit used on an infant warmer harm: patient injury, severity 3, rating: low.

Manufacturer narrative:
Initial report ref natus complaint (B)(4). Part and lot number and UDI to be confirmed. A questionnaire has been sent to the customer. Further investigation to be carried out.

Event description:
It was reported that a there was a caregiver injury from a camera that fell off its mount. On further inspection of all cameras and in discussion with bedside caregivers, it was found that many had cracked housing, loose rail mounts, inconsistent types of mounts and that the arms that support many of the cameras were unstable. Part number of affected part to be confirmed.